Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to using, after opening and taking the device out of the packaging, the scrub technician noted that the metal component of the anvil side of the stapler was not seated/snapped into the plastic handle. There was no patient involved.